Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1242 showed 27 other similar product complaint(s) from this lot number.

Event description:
It was reported "4fr sl PICC was leaking at the hub directly after placement." Additional info received 03/26/2022: a detailed description of the event: notified by rn the PICC had been leaking for the "past few days," unable to visualize crack but obvious IV fluid leaking from extension hub with infusion and flushing. At what point during device use was the leak discovered (i.e. Insertion, infusion, removal)was the catheter fracture internal to the patient or external? Once IV infusion initiated per rn report, external. What was infusion when the leak was discovered? Vanco, unasyn. Any patient symptoms related to fluid leak? No. Was the catheter removed? Was a new catheter placed? Yes, no. What type of catheter securement was utilized? Statlock.